Event description:
Caller reported a malfunction on the pump with malfunction code malf 16, which caused no adverse impact to the customer's blood glucose level. Customer did not have backup therapy available and planned to contact their healthcare provider. Tandem technical support confirmed shipping details, provided instructions for returning the malfunctioning pump, and sent a replacement pump.